Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Customer's blood glucose level ranged from 54 mg/dl to 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Based on the analysis, the alleged usb cable issue could not be verified.